Manufacturer narrative:
Section d9: a segment of the percutaneous lead was returned only. Main investigation conclusion: analysis of the submitted log files confirmed driveline fault alarms that reportedly occurred on system controller (B)(6). Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 15¿ of the distal end of the patient¿s driveline was returned via work order# (B)(4). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The controller connector was unremarkable. The tape repair, silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires revealed no evidence of mechanical damage, no discontinuities in the wires, and no breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Additionally, each wire was lightly pulled in an attempt to identify an area of wire conductor breakdown. No damage was observed. On (B)(6) 2021 the center reported that they had a follow-up appointment with the patient, who was still experiencing the driveline faults. The driveline faults continued after the external perc lead (driveline) repair on (B)(6) 2021. The patient was doing well and undergoing transplant workup. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on hmii lvas, (B)(6) and no additional complaints have been reported at this time. The hmii lvas instructions for use (IFU) and hmii lvas patient handbook address all system controller alarms (including driveline fault alarms) and how to respond to such events. Information regarding driveline care can be found in both of these documents. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including driveline fault alarms) and how to respond to such events. The heartmate ii lvas patient handbook, rev. C is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30aug2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an external percutaneous lead repair occurred on (B)(6) 2021. Driveline faults continued after the repair. X-ray images were received and a potential point of concern was identified. The patient was noted to be undergoing transplant work up. The patient was last reported as 'doing well'.

Event description:
It was reported that the patient's device experienced driveline faults on (B)(6) 2021. Review of the log file found constant driveline faults throughout the log file. To ensure the authenticity of the driveline faults, a controller exchange was requested. The replaced controller was required to either have a (B)(4) serial number or a serial number greater than (B)(4). Following controller exchange, technical services requested 25 power cable disconnects to be logged on the new controller and sent to compare driveline value. It was determined that the patient had been sleeping on battery power which is not a recommended practice. The x-rays received were unremarkable. Additional information reported the controller was exchanged on (B)(6) 2021 and the power cable disconnects were performed. Per the submitted log files, the controller exchange occurred around 1114 after which driveline fault events returned and continued until the end of the log file. It was determined by technical services that the driveline fault events were authentic. The driveline repair was initially scheduled for (B)(6) 2021 but the patient cancelled and did not have plans to reschedule.